Event description:
Home pt's (hp) mother reports a 2240 alarm in drain 9/10 of apd therapy. Mother reveals that there was a hole in the pt line. Treatment was discontinued. It is revealed that the cat had been chewing on line and caused the leak. Hp was treated with prophylactic gentamycin (dose uknown) intraperitoneally. No resulting infection.